Event description:
It was reported that the pt underwent a pelvic floor repair. Postoperatively, the pt experienced a hemorrhage due to an injury of the pudendal artery. No add'l info has been made available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.